Manufacturer narrative:
The field service rep (fsr) confirmed the complaint and found rapid ice block melting due to incorrect external tubing connection. The fsr tested the unit in maintain mode and found a slight trickle of water from the cardioplegia small tank to large tank, when the cardioplegia motor was not running. The customer had external cardioplegia tubing with patient blanket connectors that are attached at the rear panel. This provided a path for water to continually run over the ice block unnecessarily and would contribute to more rapid ice block melting. The fsr recommended to the customer that he not connect the patient blanket, bypass connections and remove the bypass loop from the cardioplegia tubing. When the patient blanket connectors are not connected, operation is normal: there is no water running from the small to large tank unless the cardioplegia pump is running and ice block melt is normal. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, ice was melting away while the cooler heater unit was running. The device was not changed out, as they were able to complete the case with the unit. After the case, the unit was taken out of service. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.